Event description:
The footswitch cable produced an error code six prior to the start of a case when they were testing the system. The customer used another gen 300 system to start and finish the case with no pt consequence.